Event description:
The event is reported as: when inflating the cuff of the laser tube before use, the user felt difficulty in inflation of the tube.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.